Event description:
It was reported to gyrus acmi that during a surgical procedure a piece of the tip of the device fell off of in the pt. Procedure was completed and the piece was retrieved with no injuries to the pt.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.